Event description:
Rptr had an MRI scan of his neck and lower back. He complained that the MRI was noisy and it was hurting his ears. The first time he was given music, he complained he could not hear the music. The technician put him in the machine again with ear plugs. His ears still hurt. The technician kept putting him back in the MRI scanner. He asked how loud the machine was. The technician said rock concert level. Rptr told him the ear plugs did not help. He insisted in finishing the scan. Rptr had the scan on 8/20/95 around 5:00 pm and he has had 3 medical tests and all said he had trauma to his ears and tinnitus. He has hearing tests every six months. He still has tinnitus. He is a 49-yr-old male with no history of tinnitus. This is the first time in his life. He now is a member of the american tinnitus association. The hosp promised to contact the MFR. They will not comment to rptr. The hosp is fully aware of what happened. They promised to contact the MFR and to get back with rptr. Their risk manager still has not gotten back with rptr as to what the MFR is saying. He did say the machine was tested and it was in working order. Rptr wanted to know if other pts have had the same problem. (*)